Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, there was read write error. The customer stated that the malfunction occurred when the user tried to issue medication to the patient, but the user managed to retrieve the medication from another station or the pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer 4-1 was failing cubie pockets with a read write error message. A field service engineer reseated the row board cable, ribbon cable, replaced the retractor band and verified the functionality of the drawer. The system functioned as intended after the field service engineer repaired the device.